Event description:
It was reported that the patient experienced a hemorrhagic stroke. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure the patient presented stroke-like symptoms, and a magnetic resonance imaging (MRI) procedure was performed. The MRI showed that the patient experienced a hemorrhagic stroke. No intervention or treatment was reported to have occurred. The patient is expected to make a full recovery from this event. It was further reported that the patient has been discharged from the hospital.

Event description:
It was reported that the patient experienced a hemorrhagic stroke. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure the patient presented stroke-like symptoms, and a magnetic resonance imaging (MRI) procedure was performed. The MRI showed that the patient experienced a hemorrhagic stroke. No intervention or treatment was reported to have occurred. The patient is expected to make a full recovery from this event.